Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Caller also reported lab result of 3.7 inr a day after inratio results were taken. Therapeutic range: 2.5-3.5 inr.